Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis patient called technical support for an unrelated matter. Treatment data recorded for the ccpd (continuous cycler assisted peritoneal dialysis) therapy session on (B)(6) 2016 revealed an instance of iipv (increased intraperitoneal volume). Fill 3 was 1196 ml. Drain 3 was 2176 ml. 2176 ml is 182% of the fill volume, which exceeds the 180% threshold for a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no sign of physical damage.two simulated treatments was performed and completed without any failures or problems. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value and the weighed volumes for each phase were determined to be within expected tolerance for the liberty cycler. The valve actuation test, system air leak test, and the patient sensor calibration check passed. The load cell value and verification were within tolerance. The reported symptom of air detected in cassette warning was not reproduced during testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.